Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient experienced low blood glucose while using the ilet and had been turning the pump off at night to avoid hypoglycemia; the patient also sought assistance with syncing reports and was advised to sync via the mobile app. Symptoms included hypoglycemia. Outcomes included no hospitalization and no reported injuries. Investigation included troubleshooting and user education regarding device operation and data syncing. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, with the cause of hypoglycemia remaining unclear given variable diet and exercise. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.